Event description:
It was reported that the pt received treatment on the abdomen over tummy tuck scar. Reportedly one day post treatment the pt experienced symptoms of burning, pain, discharge, hot to touch, and an infection was found. According to the reporter there were no error messages or anything unusual noticed during treatment.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.